Event description:
The user facility reported that the back of the wheelchair is cutting into the back of the patient. The extent of the injury and user's medical conditions are unknown. The reporter refused to give any additional information.